Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The system was restarted to resolve the error 6200. The customer disabled the internal insufflator to use an external insufflator due to lack of consumables. The investigation did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer disabled the insufflator and used a third party to continue the procedure. No site visit was conducted.

Event description:
It was reported that during a procedure, the system displayed an advanced processor error 66200 and restarted itself. After the restart, the system prompted to check the insufflator tank and select either the tank or house gas source, indicating low house gas pressure. The technical support engineer (tse) advised checking the bottle connection, as the customer used a new bottle with the tab open. The customer expressed a preference to use an external insufflator due to the absence of consumables for the internal insufflator in the operating room and inquired about the steps to connect the external device. The tse instructed the customer to disable the internal insufflator to prevent fault messages and advised that settings and connections should be configured on the external device. The tse guided the customer through disabling the internal insufflator, allowing them to continue the procedure. The customer also noted that the error message 66200 disappeared during the call and proceeded with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no patient injury. There was no fragment fall. The procedure was delayed by roughly 30 minutes.